Event description:
The rptr indicated that the dr could not pass either the tapered or non-tapered, firm or limber stylet, past the proximal end of the anode during an implant. The rep was notified and no add'l info was available.